Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) from (B)(6) called to report a diagnosis of conjunctivitis in the right eye (od) while wearing an acuvue® oasys® brand contact lens (cl). The pt experienced blurred vision, discomfort, and red/bloodshot eye in the od on (B)(6) 2019. The pt visited an eye care provider (ecp) on (B)(6) 2019 and was diagnosed with conjunctivitis od. The pt was prescribed ofloxacin eye drops to use 4 to 5 times a day. The pt visited the ecp again on (B)(6) 2019, and the ecp informed the pt that the eye was better but not fully recovered. On (B)(6) 2019, the pt was contacted and reported that the od is getting better. The pt was unwilling to provide the medical report. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified by the treating ecp. The suspect od cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003glk was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 26nov2019, the patient (pt) reported the lot number originally reported as l003glk was incorrect. The lot number of the suspect product is unknown and not available. No additional information has been received. If any further relevant information is received, a supplemental report will be filed.